Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected no delivery alarm, motor position encoder error alarm or motor error alarm noted during testing. No motor position encoder error alarm in alarm history noted. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. Device was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. After pump rewind, insulin pump received motor error alarms. Customer reported that issue occurred daily. Customer reported of being hospitalized as a result of issues. Customer was hospitalized on (B)(6) 2017. On both occasions customer had blood glucose of over 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. The customer experienced symptoms such as vomiting. The customer was treated with manual injection and IV fluids. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting for high blood glucose. During troubleshooting for motor error alarm, it was found that insulin pump also received a motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.